Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented during the generator change out due to eri. Noise was previously observed on the egm. Insulation was noted during the procedure. The lead was capped and replaced. The patient was stable before, during and after the procedure.